Event description:
The facility reports the technician was doing a service on a bath and saw the lifter in the hall with the jib hanging too low. He looked further and noticed that the security nuts of the hanging of the jib to the lifting arm were loose and had turned up. The spring pin which is positioned above through the screw head had already been bent through by the security nuts at both ends. There is a margin on the jib (5cm) which had been found incidentally by the arjo technician. The device was immediately taken out of service.